Event description:
A facility employee splashed cidex solution in the right eye. Employee was not wearing eye protection but was wearing a gown and gloves. Employee irrigated their eye for fifteen minutes with running water. They had no discomfort at the time of the call. An ophthalmologist visit was recommended.